Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received four inappropriate shocks, and that there was oversensing, high impedance of greater than 3000 ohms, and a possible lead integrity issue. Detections were turned off, and the lead was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B) (4)

Event description:
It was reported that the patient received four inappropriate shocks, and that there was oversensing, high impedance of greater than 3000 ohms, and a possible lead integrity issue. It was further reported that there was a lead fracture. Detections were turned off, and the lead was later capped and replaced. No patient complications have been reported as a result of this event.